Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, the vasoview c-ring had a defective shape, noticed out of box. The reported kit was used to complete the procedure. There were no patient effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).